Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced elevated blood glucose (bg) levels ranging between 600-700mg/dl. No issues were observed with the pump supplies in use during this event. The customer went to the emergency room (ER) and received treatment in the form of intravenously delivered fluids, insulin drip, blood tests, and an electrocardiogram (EKG). The customer was subsequently admitted to the hospital due to the bg level of 700mg/dl. While in the hospital the customer received treatment in the form of intravenously delivered fluids and an insulin drip. After reporting the ER and hospitalization details, the customer reported that a high bg level was not experienced and instead it was a low bg level event. No additional details could be provided as the customer could not recall any details due to suffering from alzheimer's and dementia. The customer reported this event taking place in march 2017, and the customer received the tandem pump on april 22, 2017.